Event description:
On (B)(6) 2007, a monarc sling was implanted to treat the plaintiff's stress urinary incontinence. "After, and as a result of the surgical implant" the plaintiff's attorney alleges that the plaintiff has had "bodily injuries, including chronic pain, erosion of her internal tissue, migration of the medical device, perforation of her bladder, chronic infection, dyspareunia, urinary issues and other injuries." It was also alleged that the plaintiff has suffered, mental and physical pain and suffering, disability, expenses for medical care and treatment and aggravation of a preexisting condition. "The forgoing losses and injuries are either permanent or continuing and plaintiff will suffer the losses in the future."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.